Event description:
It was reported that the device rolled back onto the porter. The porter aggravated a previously healed wrist and took short term sick leave to rest the wrist.

Manufacturer narrative:
A stryker r&d principal software and test engineer replicated the issue with a test zoom stretcher. With the test stretcher, the zoom cutting out was able to be replicated by pushing the stretcher up a ramp multiple times with zoom engaged. It was determined that when the stretcher is used with zoom up the ramp, the voltage begins to drop as the motor heats up. As the motor overheats, the voltage drops and the motor can no longer function. He elaborated that the stretcher is meeting design intent, as the motor was not designed to travel up multiple ramps. The design intent for the prime zoom was reviewed for this issue. It states that the stretcher shall be "able to transport a 700 lb patient traveling 1 mph minimum up a 10% x 48 foot tiled ramp. Batteries at low charge state (22.5v +/- 0.5v)." It was identified that the customer is transporting patients up ramps as long as 113.5 feet long, and multiple ramps are being utilized. This likely is attributing to the event being experience by the customer. The issue of unintended direction of the zoom; unintended motion was not due to a malfunction with the stretcher. The issue was resolved for the customer by communicating the findings with the local service team and sales team.

Event description:
It was reported that the device rolled back onto the porter. The porter sustained an unspecified injury. Attempts are being made to gather additional details from the user facility.